Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (10 mg/ml at 1.647 mg/day) and bupivacaine (9 mg/ml at 1.482 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) and the pump had been stalled for more than 4 hours. Technical services recommended periodically reinterrogating the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.